Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was noted that rf telemetry had issues connecting to the pulse generator. Upon interrogation, device exhibited false elective replacement and end of life indicator. The device reload was performed successfully and resumed normal functions. The patient remained asymptomatic.

Event description:
New information on 1/12/2018 stated that the pulse generator exhibited rf telemetry connection issue. Device download was performed successfully and resumed normal functions. No patient symptoms were reported.